Event description:
It was reported that the implantable cardiac monitor was inappropriately sensing noise when the patient was still. Noise was present during the entirety of the device check. The patient would be monitored.